Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that once the intra-aortic balloon (iab) was inserted, it could not be calibrated. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The iab continued to function and was not removed. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated fields(s): device available for eval? Type of investigation. The device has not been returned to the manufacturer so we are unable to complete an evaluation. Complaint record ID # (B)(4).